Manufacturer narrative:
Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In nov 2024, the patient experienced a painful lump near the peg stoma. On (B)(6) 2024, the stoma began to expel pus and the patient was examined by the nurse. The stoma was cleaned and emptied with antibiotic and corticosteroid ointment. On 17 dec 2024, the patient began amoxiclav 500/125 mg.